Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was explanted and replaced with a lens of similar parameters and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned dry in a microcentrifuge tube with residue/debris on the product. Visual inspection found the lens haptic broken/bent. Dimensional and functional inspections found the lens to be within specifications. Claim#: (B)(4).